Manufacturer narrative:
A ge oec service rep investigated the issue and realigned the x-ray beam to conform to regulation and specifications. The system was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provide any pt information with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 2600 fluoroscopy system had physicist discrepancy. X-ray beam out of tolerance for long longitudinal beam. System out of regulatory compliance.